Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, the physician was instructed to close the foot plate and remove the device; however, the physician did not close the foot plate. Force was used as the device was ripped from the artery. It should be noted that the instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device likely contributed to reported foot detachment, subsequent hematoma and detached foot remaining in the patient anatomy. The reported patient effect of hematoma is listed in the proglide IFU as potential adverse events associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
2017 code clarifier- excessive force. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic heart angiogram procedure. Reportedly, blood flow from the marker lumen was confirmed, the device was inserted and foot plate was opened. When attempting to pull back the device against the artery wall, the device became stuck. The physician was instructed to close the foot plate and remove the device; however, the physician did not close the foot plate. Force was used as the device was ripped from the artery. A hematoma developed and was treated with manual compression until it was gone. The patient was scheduled for surgery to have a cut down done and attempt to remove broken foot of the device from the anatomy. Hemostasis was achieved via cutdown. There was reported clinically significant delay in the procedure or therapy. Physician was in training. No additional information was provided.